Event description:
It was reported that: "the physician was planning to treat an avm on right cerebral hemisphere. Used a cerebase as the long sheath and took navien as the guiding catheter then reached to the nidus tracking with a syncro microwire, physician planned to occlude it by using glue. Decided to use magic microcatheter 1.2 to inject glue. Took magic 1.2 prepared it according to the IFU physician guided it to the nidus using a hybrid 007 wire. While tracking physician noticed the wire poked out from the microcatheter near to the distal supple part of the magic microcatheter. Physician withdrew the catheter and checked it outside and found the hybrid wire poked through the magic catheter. Took another magic microcatheter of the same size and finished the procedure successfully." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference # (B)(4). Conclusion of investigation pending analysis from legal manufacturer, balt extrusion. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all-post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Manufacturer narrative:
Balt USA reference (B)(4). The product analysis was completed by legal manufacturer, balt extrusion. Summary as follows: the defect product is returned into the opened pouch. Visual aspect: presence of crystallized residue into the tube and along the tube; presence of a very little cut at the supple extremity. Cut at 105mm from the distal extremity; based on the available information and the investigation results the complaint can be confirmed. The affected device (magic1,2f) was returned & was inspected in our quality laboratory. During our analysis, we observed the following points: presence of crystallized residue into the tube. Presence of very little cut at the distal part of the catheter. Additional analysis on the incident description you filled, the post-market surveillance (pms) data, and the internal investigations (lot history record, quality controls, etc.) Have been conducted. Moreover, during the manufacturing process, several tests are performed: the magic tubes integrity is 100% controlled by visual inspection. The sliding test inside the straightened micro-catheter is undertaken for every unit (i.e. No adherence detected). The microcatheters magic are 100% controlled with a 7 bars pressure test. The microcatheters integrity including tubing is 100% controlled before the placement into the protective dispensers. The results of these different controls and steps conformed to the specifications and no anomaly were noticed. Based on the above data, we could build hypotheses, but could not verify any. As such, we lack information to draw a solid conclusion on the root cause of the incident. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "the physician was planning to treat an avm on right cerebral hemisphere. Used a cerebase as the long sheath and took navien as the guiding catheter then reached to the nidus tracking with a syncro microwire, physician planned to occlude it by using glue. Decided to use magic microcatheter 1.2 to inject glue. Took magic 1.2 prepared it according to the IFU physician guided it to the nidus using a hybrid 007 wire. While tracking physician noticed the wire poked out from the microcatheter near to the distal supple part of the magic microcatheter. Physician withdrew the catheter and checked it outside and found the hybrid wire poked through the magic catheter. Took another magic microcatheter of the same size and finished the procedure successfully". Incident report form submitted for this complaint indicates that no patient injury was sustained.